Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft remained implanted in the patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of products coated on the same day than the complaint device indicated values well within product specifications. In (12/31), one product coated the same period, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.

Event description:
Patient underwent an acute aortic dissection in (B)(6) 2009. It was reported that during surgery, a blood sweating was observed after the graft was implanted. Sweating was stopped by administrating platelets and topical sealant. There was no reported patient injury. The patient was reported to be in good condition and he had left the hospital.